Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure with farawave 31 mm catheter to treat paroxysmal atrial fibrillation (pafib), the patient experienced premature atrial contractions (pac). The ablation was performed on four pulmonary veins on (B)(6) 2025. The pacs are still occurring. According to the physician's opinion, this case is related to the worsening of a pre-existing condition. The device is not available for return as it has been disposed.